Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during knee surgery on (B)(6) 2013, surgeon opened the loaner instrument kit and found the instruments dirty and corroded. A delay of greater than 30 minutes occurred as the surgery was cancelled until a later time.

Manufacturer narrative:
Involved instruments were returned, but on further investigation it was confirmed that this loaner set of instruments had been on long term loan and has been used for 2 procedures prior to the one on (B)(6) 2013 (one on (B)(6) 2013). Therefore, it was concluded the hospital was responsible for cleaning and sterilising the kit prior to surgery and failed to do so.